Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient's appointment was on (B)(6) not (B)(6). The patient only felt heat when they were charging the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2017, the patient started experiencing increased heat at the battery site to the point they could not charge the ins any longer. It was noted the ins had not been charged in six months and was more than likely in overdischarge. The overdischarge would have been due to patient compliance and not being able to charge because of the heat they were experiencing at the ins site. The patient was scheduled to see their pain doctor on monday (B)(6) 2018 and will request a replacement be scheduled. The patient had told the rep that they had been trying to find a rep to help them but they had been unable to get help. No further complications were reported or anticipated.